Event description:
On (B) (6) 2010, the healthcare professional/reporter, a pharmacist in (B) (6), contacted lifescan (lfs) to report the one touch vita meter was giving inaccurately high readings. On (B) (6) 2010, the technical service representative (tsr) spoke with the patient's daughter to obtain and verify information. On (B) (6) 2010, the patient's blood glucose level was tested to be 200 mg/dl on the reported meter, by the visiting home nurse. The patient's daughter confirmed the patient was not experiencing any symptoms of high or low blood glucose levels, as was originally reported by the pharmacist. The nurse transported the patient to the emergency room due to suspected phlebitis. At 3:00 pm in the emergency room, the patient's blood glucose level was tested by the laboratory to be 30 mg/dl, and he was treated intravenously with glucose. The patient was admitted to the hospital. On (B) (6) 2010, the patient performed a comparison between his meter and a hospital meter, and reported a 'difference of more than 100 mg/dl'; no specific data was provided. On (B) (6) 2010, the patient took his usual meals prior to this event. It is not known what meter readings he obtained or doses of insulin taken to this event. The patient takes set doses of novomix insulin 20 units in the morning and 14 units in the evening. His expected blood glucose readings range from 150 mg/dl to 250 mg/dl. The patient's daughter also confirmed he is anemic. According to the package insert for the reported test strips, if the hematocrit is less than 30%, meter readings may be inaccurately high. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was programmed for the correct unit of measure. The meter and test strips were replaced. The patient has a low hemoglobin/hematocrit level which can lead to inaccurately high readings on the reported meter. The patient allegedly became severely hypoglycemic after obtaining elevated meter readings, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.